Manufacturer narrative:
The following event information was documented in the adverse event information form, which was received by leica biosystems (B)(4) on 21 july 2020: one (1) "rotina" processing run executed on 18 may 2020 in "retort a+b" at 12:52 to 15:09 comprising 46 cassettes was affected; the type of tissue was breast and the size of the affected tissue samples was 5mm; the affected tissue samples had been processed in a generic brand of cassette with small mesh; and the affected tissue samples were described as "hidrated [sic], badly embedded tissue. Manufacturer evaluation of the instrument logs showed that the "peque¿as" protocol comprising 46 cassettes was started in retort a at 12:52pm on 18 may 2020 and completed at 15:02pm on 18 may 2020. No error codes were recorded during execution of this protocol. The "peque¿as" protocol is of 2 hours and 12 minutes duration and had been validated for use in this laboratory on 20 june 2018. Investigation of this complaint found that the instrument functioned as designed during execution of "peque¿as" protocol, which is of 2 hours and 12 minutes duration, started in retort a at 12:52pm on 18 may 2020. Information documented in the adverse event information form detailed that the size and type of tissue exhibiting sub-optimal processing was breast of 5mm. Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types. The two (2) hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps; and the 12 hour protocol is recommended for tissue of 20 x 10 x 5mm and the following example specimen types: all routine tissues up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed.

Event description:
On 19 may 2020, the local leica technical support documented the following information reported by the complainant: "it seems being poorly processed, samples come out greasy and there is a strong odor xylene." This information progressed into the trackwise complaint management system on 15 july 2020. On 04 june 2020, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse documented the following observations: "alcohols saturated with fat. Large tissue fragments processed with small mesh cassettes. Not using the separator plates on the processing basket (cassettes were too tight to each other)." The fse also documented that the "separator plates" had been applied to provide more separation between cassettes; the complainant had been advised to use large mesh cassettes to process large tissue samples; the reagent in all bottles designated for alcohol and the wax in wax bath 3 had been replaced; and reagent replacement threshold for alcohol from 51% to 60%. On 21 july 2020, leica biosystems melbourne received information from the leica field service engineer that all cases involved in this event were diagnosable; and patient re-biopsy has not been recommended